Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using a pod400 coil, a benchmark 6f 071 delivery catheter (benchmark), and a px slim delivery microcatheter (px slim). During the procedure, the physician advanced the pod400 coil to the target location using the px slim. While attempting to retract the pod400 coil for repositioning, the pod400 coil unintentionally detached. Therefore, the physician pushed the detached pod400 coil out of the px slim and into the target location. It should be noted that there was no alleged device deficiency to the px slim. The procedure was completed using ten additional coils and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder